Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable results for 1 patient sample tested for elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) on a cobas 8000 e602 module. This medwatch will cover ft4 ii. (B)(4). The patient is a (B)(6) year old child who was hospitalized for rhombomyelitis with sacred radiculitis. Due to the deterioration of the patient¿s clinical state (hepatic cytolysis, rhabdomyolysis), the patient was treated with biotin, 200 mg 3 times a day, started on (B)(6) 2016. The patient had thyroid testing performed on an e602 and tsh measurement was "undetectable" and an ft4 result of 77 pg/ml. According to the customer, these results suggest the patient has hyperthyroidism. Neomercazole treatment was then started. After several days of treatment and no sign of improvement, ft4 ii testing was performed on (B)(6) 2016 with a result of >77 pg/ml. The clinician suspected biotin interference and thyroid testing was performed using different assay techniques. No specific results or which specific techniques were used was provided but the customer stated the results confirmed biotin interference. It is not known if the results from the other method were from the same sample or a different sample. This information was requested but could not be provided. According to product labeling, the ft4 ii expected values are 9.3 pg/ml to 17 pg/ml, and expected tsh values are 0.270-4.20 uiu/ml. Neomercazole treatment was stopped on (B)(6) 2016 after a treatment period of 13 days. At the end of (B)(6), the patient had a staphylococcal epidermis infection where they had a central catheter inserted. This was treated successfully by 10 days of vancomycin treatment. There was no neutropenia or agranulocytosis observed. No further information about the patient¿s current condition is known. The patient appears to have had their hospitalization visit prolonged, however, there was no allegation that an adverse event occurred. The e602 serial number was (B)(4).

Manufacturer narrative:
Since there is no sample available to investigate and due to a general lack of information available, further investigation into the claim of a possible biotin interference is not possible. Product labeling for tsh indicates the assay is unaffected by biotin levels up to 25 ng/ml. Product labeling for ft4 ii indicates the assay is unaffected by biotin levels up to 20 ng/ml. For both tsh and ft4ii testing, samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration. From the information provided a general reagent issue can most likely be excluded.